Manufacturer narrative:
G4: 07mar2020. B4: 11mar2020. The replaced power management printed circuit board assembly (pm pcba) was returned for failure analysis. The reported failure could not be duplicated during testing. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported that the battery failed testing and the battery charge percentage is inaccurate. The customer also reported that the ventilator is turning off when it should be running on main power. There was no patient involvement. Technical support advised the customer to replace the power management printed circuit board assembly (pm pcba). The customer reported that replacing the pm pcba resolved the problem.